Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.10., g.1., g.2., h.3., h.6. And h.10. No further information was able to be obtained from this customer. However, a handpiece was returned for evaluation. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found no non-conformities. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the irrigation line did not meet specifications. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The temperature of the hp shell was measured and did not meet specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the torsional stroke measurement of the handpiece did not meet specifications. Disassembling the handpiece revealed moisture ingress within the electrode chamber, which is unrelated to the reported event. The ¿irrigation flow-rate test¿ did not meet specification. Moisture ingress attributed to the torsional stroke test not meeting specifications. However, how or when the nonconformities occurred remains inconclusive. Based on the results of the investigation, functional nonconformities of the handpiece likely contributed to the reported event. However, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the handpiece got very warm. Additional information has been requested and is not expected